Event description:
It was reported that during a surgical procedure at the user facility, the drill was overheating. The procedure was completed with the same device without delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device has not been returned for analysis at this time; it is possible to determine the cause of the reported malfunction without an eval of the device. Additional info will be submitted when the device is received, and if additional info is received and requires reporting.